Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit- error code 210-5020. Customer (B)(4) called in for help on the 8100 unit channel error with error code 210-5020. Which the main board will have to be replaced explain to customer the unit when power on the processor not reporting software version data immediately after system on. Processor missing and failed, confirm part number to customer for main board.